Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a b30 scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, no image was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.